Event description:
Device issue: none. Adverse event: stenosis, requiring intervention. Time of adverse event: approximately 18 months post procedure. It was reported via a trial that on (B) (6) 2008, the patient underwent direct stenting of the proximal right coronary artery (rca) with a xience v stent. On (B) (6) 2010, the patient experienced unstable angina. The patient was hospitalized on (B) (6) 2010 and percutaneous coronary intervention was performed on the proximal rca. The patient was discharged the following day. No additional information available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the stent remains in the patient. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that direct stenting was performed, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.